Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Troubleshooting found that the pump had multiple motor error alarms in the pump history and that the pump also alarmed motor position encoder error. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.